Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer attempted contact at the phone number from the initial call to have more information of the product; unable to make contact with customer via telephone at call back on (B)(6) 2016, no voicemail option. Unable to make contact with customer via telephone at call back on (B)(6) 2016, voicemail left. Unable to make contact with customer via telephone at call back on (B)(6) 2016, no voicemail option. Unable to make contact with customer via telephone at call back on (B)(6) 2016. Unable to send letter for notification to customer to contact customer care as no address had been provided.

Event description:
Director of pharmacy from health plan provider was calling to report a 911 call on behalf of a plan member that took place on (B)(6) 2016. The customer received a reading of 376mg/dl from a truemetrix. Information as whether or not she was symptomatic at the time of this call is unknown. When paramedics arrived, they obtained a blood glucose result of 126mg/dl on the patient; information regarding whether or not the customer was fasting or non-fasting, medicated before or after both results were obtained, or any information about the meter, strips or time frame between both results were not obtained. Also, it was not disclosed as what was used to obtain the blood results by the paramedics. Information on the outcome of the customer and as to whether or not medication was administered was not available. The pharmacy director stated that has been receiving multiple complaints from nurse care managers. The nurses have been reporting that during their care plan follow ups with the members, they have been receiving complaints in regards to the "inaccuracy" of the truemetrix meters.